Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2021 with blood glucose of 1000 mg/dl. The customer was treated with insulin drip. The customer was programming insulin pump and did not input the correct settings.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date, with unknown blood glucose value. Other value was 1000 mg/dl. Self-test was passed. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.